Manufacturer narrative:
(B)(4). Method: the swivel y-piece of the rt125 infant breathing circuit was returned to fph (B)(4) for inspection. It was visually inspected for crack and pressure tested for leaks. Results: visual inspection revealed that the returned swivel y-piece had a crack on the ports where the breathing circuits are connected. The pressure test result was within the required specification. A lot check was not performed as no lot information had been provided. Conclusion: all breathing circuits, including the swivels, are visually inspected and pressure tested before they are allowed to leave the product line. The affected swivel y-piece would have met the required specification at the time of production. This suggests the crack developed post-production, possibly the breathing circuits were connected to or removed from the swivel forcefully. The rt125 user instructions that accompany the device state the following: "check all connections are tight before use". "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient". "Set appropriate ventilator alarms". "This product is intended to be used for a maximum of 7 days". (B)(4).

Event description:
A hospital in (B)(6) reported to a fisher & paykel (fph) that the swivel y-piece of an rt125 infant bias flow breathing circuit had cracked after (B)(6) of use. It was also reported that air leaked from the swivel. No patient consequence was reported.